Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they had excessive bleeding from the insertion on the same day the sensor was inserted. He went to the emergency room where they stabilized and stopped the bleeding with bleed stop and wound seal. Once the bleeding stopped, dermastop was applied. Additionally, the patient stated that he takes blood thinners brilanta (twice a day) and baby aspirin (once a day). No additional patient or event information is available.